Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had vibrate anomaly. Customer reported that the button 1 to 5 vibrated according to the conditions. The insulin pump was vibrating continuously when the vibration feature was off. Customer stated that insulin pump vibrated continuously when went to another location. No harm requiring medical intervention was reported. The device will not be returned for analysis.